Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the issue. The customer was advised to revert to a back-up plan. The insulin pump was replaced.

Manufacturer narrative:
The insulin pump was received with intermittent escape button response due to unlocked connector on the lcd board. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.